Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) # additional information: d9, g4, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A simulated therapy was performed with passing results. Additionally the device was tested for both upstream and downstream occlusion and passed. A review of the event history log (ehl) revealed no abnormalities. The reported condition was not verified and the device was found within specification. Should additional relevant information become available, a supplemental report will be submitted.